Event description:
It was reported that during implantation of a left ankle system, the medial malleolus fractured. Plate and screws were implantation through the tip of the medial malleolus using a c-arm guidance. Fracture was noted as resolved 5 months later. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: p10-250-tll2-s, talus chamfer lt sz 2 tps strl, lot 260f2882105. P10-310-i207-s, x-link vtmn e poly 2x7mm neu strl, lot 26080992403. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.